Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the trocar was in the patient¿s abdominal region during a laparoscopic rectosigmoidectomy, the device had excessive air or gas leaked from the seal. It was stated that there was a significant loss of abdominal pressure. Another device was used to complete the case. There was no patient injury.